Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The bravo was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported that the procedure was meant to be for 48 hours, however, it had only been less than 24 hours when the recorder switched off. The investigation found the device to function normally and within specifications. The investigation found the most probable cause to be the tested satisfactorily. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned.¿ these words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder accidentally banged on the furniture while the patient was making the bed. The recorder prompted a message asking for it to be switched off when the patient checked it, and decided not to do anything about it. The patient discovered that the recorder was turned off a few minutes later. The patient then tried to power the recorder on, but it displayed a message stating that the study needed to be downloaded. The procedure was meant to be for 48 hours, however, it had only been less than 24 hours when the recorder switched off. The customer was advised to download the study, but they decided to repeat the procedure instead. The recorder worked correctly during a previous procedure. There was no patient or user harm.